Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful cryo ablation procedure, a pseudoaneurysm occurred requiring surgical intervention. Swelling of the right groin was also observed. It was noted additional hospitalization of one week occurred. No further patient complications have been reported as a result of this event.